Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 1 of 2. Material no:328440. Batch no: 0139098. Consumer reported difficulty removing the orange caps on 2 syringes. Stated she used plyers to remove one of the needle shields and the whole needle component came off with the cap.

Manufacturer narrative:
H6: investigation summary: customer returned two syringes in a 0.3ml 31 gauge 8mm pouch from lot 0139098. The first syringe was returned intact, though the plunger cap had been removed. A significant amount of force was required to remove the needle shield from the hub and barrel, but the shield eventually came off with the syringe intact. No signs of use or defects observed. The second syringe was also returned intact, though the plunger cap had been removed. The needle shield could be removed with some extra effort, but the shield eventually came off with the syringe undamaged. The hub and barrel remained intact. No signs of use or defects observed. A review of the device history record was completed for batch # 0139098 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to replicate or confirm the customer's indicated failure of difficulty removing the needle shield nor the needle hub separating from the barrel of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 1 of 2 material no:328440 batch no: 0139098 consumer reported difficulty removing the orange caps on 2 syringes. Stated she used plyers to remove one of the needle shields and the whole needle component came off with the cap.